Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported symptom "power on and off, battery connection poor," which was not reproduced. The symptom was confirmed through a review of the event history log as multiple "improper shutdown" messages at recent use when on dc power. An associated wireless battery module was not received with the device. The device passed all battery life testing in relation to the reported symptom when using a known good battery, and was found to function without anomaly. Evaluation was unable to determine component causality. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-01938 can be removed from the FDA database.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. Any patient involvement, injury or medical intervention is unknown.